Manufacturer narrative:
Device analysis was completed on 12/8/2015. Complaint conclusion: as reported by a healthcare professional, during coil embolization of a cerebral aneurysm, when the complaint enterprise (enc402300/(B)(4)) was successfully delivered to the target deployment site, the physician attempted to deploy the enterprise 2, but it moved from the target site. The physician decided to withdraw the enterprise 2 from the patient, but while doing so, it was deployed inside the hub of the prowler select plus (606-s255x/(B)(4)). It was reported that there had been no resistance felt between the microcatheter and enterprise 2. There had been no difficulty during introduction of the catheter over the guidewire prior to use of the enterprise 2. There had been no difficulty tracking the prowler to the target site, and no excessive manipulation/torqueing prior to introduction of the enterprise 2. The prowler had been placed distal to the target site prior to advancement of the enterprise 2 to the target site followed by withdrawal of the prowler to deploy the stent, but it moved proximally while attempting to deploy the stent. It was reported that the physician was slightly pushing the enterprise 2 while attempting to deploy the stent. The stent had not been recaptured into the microcatheter prior to the event. The microcatheter was withdrawn from the patient, and another vrd and mc of the same size was used to continue the procedure. Although the physician was unsure of why the vrd got deployed, the sales agent suggested that there was a possibility that the introducer might not have been firmly placed into the microcatheter hub when the vrd was being withdrawn. The procedure was completed without further issues, and there were also no patient injury/complications. There was a slight delay in the procedure was it was not critical. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. No further information is available. A non-sterile enterprise2 4mmx23mm no tip was received inside of a plastic bag. The stent was received deployed in the luer hub of the microcatheter. The deliver wire and introducer were not returned for evaluation. The stent was inspected under vision system, and no damages were noted; however, dry blood residues were noted. Functional analysis could not be performed since the stent was received deployed in the inside of the hub. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of this complaint involved lot # 10524725. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The resistance/friction within the microcatheter could not be evaluated due to the condition of residues of dry blood found inside the microcatheter. Although it was reported that a constant flush had been maintained through the microcatheter, the evidence of blood residues within the microcatheter indicates that an adequate flush may not have been provided, and this may have resulted in the resistance. The premature stent deployment in the hub of the microcatheter was confirmed since the stent was received deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failures could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This is 1 of 2 MDR reports submitted for this complaint with associated report numbers of 1058196-2015-00205 and 1226348-2015-00080.

Manufacturer narrative:
(B)(4). Information regarding age, gender and weight were not available. The device was returned for analysis; however, the analysis has not yet been completed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports submitted for this complaint with associated report numbers of 1058196-2015-00205 and 1226348-2015-00080.

Event description:
As reported by a healthcare professional, during coil embolization of a cerebral aneurysm, when the complaint enterprise (enc402300/10524725) was successfully delivered to the target deployment site, the physician attempted to deploy the enterprise 2, but it moved from the target site. The physician decided to withdraw the enterprise 2 from the patient, but while doing so, it was deployed inside the hub of the prowler select plus (606-s255x/17213461). It was reported that there had been no resistance felt between the microcatheter and enterprise 2. There had been no difficulty during introduction of prowler catheter over the guidewire prior to use of the enterprise 2. There had been no difficulty tracking the prowler to the target site, and no excessive manipulation/torquing prior to introduction of the enterprise 2. The prowler had been placed distal to the target site prior to advancement of the enterprise 2 to the target site, followed by withdrawal of the prowler to deploy the stent, but it moved proximally while attempting to deploy the stent. It was reported that the physician was slightly pushing the enterprise 2 while attempting to deploy the stent. The stent had not been recaptured into the microcatheter prior to the event. The microcatheter was withdrawn from the patient, and another vrd and mc of the same size was used to continue the procedure. Although the physician was unsure of why the vrd prematurely deployed, the sales agent suggested that there was a possibility that the introducer might not have been firmly placed into the microcatheter hub when the vrd was being withdrawn. The procedure was completed without further issues, and there were also no patient injury/complications. There was a slight delay in the procedure, but it was not critical. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complaint products were returned for analysis. No further information is available.